Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery took longer than expected to charge when plugged into a power source. In addition, the battery gauge was observed to be fluctuating. The customer provided a blood glucose of 222 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.